Event description:
It was reported that the patella clamp screw handle broke when taking clamp off . There was no delay in surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary according to the information received, "it was reported that the patella clamp screw handle broke when taking clamp off . No delay in surgery." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '(B)(4), att patella clamp por' had broken screw. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the att patella clamp por would contribute to the complained device issue. Based on the investigation findings, unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.